Event description:
It was reported that during an ile celiac sigmoidectomy procedure, the reload instrument broke at the articulation joint. The reload would not release from tissue or articulate to remove the reload, requiring the device to be taken out with a trocar. The surgical time was extended by approximately 30 minutes. Conversion to open surgery was required. The reload was removed from the adapter via manual retraction tool.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5j1360y) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.